Event description:
Boston scientific crm received information that this product was explanted due to being exposed through the patients skin. The patient reported they had been hit in the pocket area which caused the device and leads to move. The system was not replaced and no adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this event will be updated.